Event description:
It was reported that the patient was revised for painful mrs total knee with xmr tibial all poly component. Patient had original surgery in st. Louis in the 1990s. Patient was revised in 1999 to a custom mrs femur since she was too long. She was revised again for worn bushings in 2009 and then she complained of pain recently. Doctor revised the tibia to a mrh component and revised the femur to a gmrs. He left the femoral stem in place and replaced the mrs custom with a gmrs patient stability was excellent. Patient had some post surgery bleeding issue requiring a vascular graft.

Manufacturer narrative:
Additional devices listed in this report: cat 6485-2-460, lot lptb864, description: krh duration bushing standard x 2. Cat 6485-4-100, lot lptb842, description: krh duration standard bumper. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding pain involving a krh standard axle was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the provided medical records and/or x-rays by a clinical consultant concluded. In this long-term follow-up of salvage tumor surgery, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the not unexpected clinical problems common to this type of oncologic surgery. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the reported pain could not be determined. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient was revised for painful mrs total knee with xmr tibial all poly component. Patient had original surgery in (B)(6) in the 1990s. Patient was revised in 1999 to a custom mrs femur since she was too long. She was revised again for worn bushings in 2009 and then she complained of pain recently. Doctor revised the tibia to a mrh component and revised the femur to a gmrs. He left the femoral stem in place and replaced the mrs custom with a gmrs patient stability was excellent. Patient had some post surgery bleeding issue requiring a vascular graft.